Event description:
The home pt (hp) suspected they were overfilled while using the homechoice cycler for apd therapy. The hp reported feelings of abdominal fullness during cycle 5. During drain 5, the hp noted that their effluent was tinged with blood. After draining most of the programmed fill volume, the hp noted their catheter became "clogged" and they were unable to drain any additional fluid. The hp discontinued apd therapy and later attempted 2 manual capd exchanges; however, the hp continued to be unable to drain or fill and went to the hospital. Follow up with the hp's healthcare professional (hcp) reveals the hp's catheter was flushed upon their arrival at the hospital. The hp was still bleeding upon arrival and blood clots were found to be the cause of the catheter blockage. In order to minimize the internal bleeding, the hp was treated with 2 manual exchanges of fluid that were not heated but left at room temperature. The hp was released from the hospital and there was no continuing pt injury as a result of this incident.